Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump intermittent button response on the up arrow button, due to corroded keypad traces noted. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.